Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the ultrasound did not oscillate prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported handpiece issue was replicated. The handpiece was replaced to resolve the issue. The handpiece was returned for evaluation. The tabletop illuminator was found to meet specification. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on april 26, 2013. Based on qa assessment, the product met specifications at the time of release. The handpiece was received. A visual assessment of the returned sample revealed no visual nonconformities. The handpiece was then connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic power. The stroke test found the handpiece to be under specification. The handpiece was disassembled and found to have no visual nonconformities. An analysis of data showed intermittent tuning failures after a total of 217 tunes. Although the handpiece was found to be under stroke specifications, how or when the handpiece became nonconforming remains inconclusive. (B)(4).